Manufacturer narrative:
To date, information suggests that this medical device was immediately changed out. This device has not yet been returned to boston scientific. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was removed from service, having reached end of life. A fault code had exhibited, as well as the device had not provided shock therapy when needed in response to the patient's ventricular tachycardia. The patient's heart rate had been at 150 beats per minute at the time. There were no other reported adverse patient effects.